Manufacturer narrative:
(B)(4). Additional information received: what were the indications for the surgical procedure? Adrenalectomy was there any downward pressure or torqueing applied during clip placement? Not known. Was it confirmed there was a clip in the jaws prior to firing? Surgeon reported that clip was in jaws. How many clips were placed in the surgical procedure? Not known. Which firing did this occur? I believe it was 2nd or 3rd firing. What was the approximate size of the vessel? Not known. How was the bleeding address? Surgeon had to open patient. Is a photo or video available? Surgeon did not offer photo or video. What is the surgeons experience with the device? Not known. Is a batch or lot number available? No. What is the current patient status? Unknown, but surgeon or staff have not reported any further issues to ethicon.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2016.

Event description:
It was reported that during a laparoscopic adrenalectomy procedure, the clip scissored when deployed across the adrenal vessel, resulting in the vessel becoming incised. The procedure was converted to open to control the bleeding. It was not reported how the procedure was completed.